Event description:
Additional information received from the consumer reported the patient was able to schedule an appointment with a physician to have the implanted stimulator checked and a manufacturer's representative was present at the appointment. The patient was able to charge the implanted stimulator and all worked well.

Manufacturer narrative:
Concomitant product(s): product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The consumer reported that they experienced a loss of stimulation. The patient reported that they fell and broke their hip and was in the hospital for a week and then rehab for 7 weeks. The patient stated that they had other things going on. The patient wanted to charge the device and was not able to. Relevant medical history included: non-malignant pain failed back surgery syndrome.